Manufacturer narrative:
Concomitant medical devices: product ID: 3998, lot# v019569, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) , product type: extension. (B)(4).

Event description:
It was reported that the pain stimulator was no longer working correctly. The patient stated that the device was shutting off by itself and thought that the battery was low or dying. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient noticed that the implantable neurostimulator (ins) had been shutting off by itself on (B)(6)-2015. The patient had feet pain related to this issue. The patient was waiting to see a different doctor. The issue had not been resolved.